Event description:
The report from the study indicated that approximately three (3) months after the index procedure, the patient had target lesion revascularization due to restenosis of the previously implanted bx velocity 3.5 x 23mm stent. The patient was treated by repeat percutaneous coronary intervention (pci). Additional information indicated that follow-up coronary angiography was done during the six (6) to twelve (12) months period and that the patient survived through the twelve (12) months follow-up period.

Manufacturer narrative:
Index procedure: the patient was noted to have three (3) native vessels with greater than or equal to >=50% stenosis. One (1) lesion was treated during the index procedure. The target lesion was a saphenous vein graft (svg) to the first obtuse marginal branch. The lesion was reported to be: ostial, a 71% stenosis, 23mm in length, and vessel diameter of 3.5mm. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. There were no reported procedural complications in the hospital. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.